Event description:
It was reported that this patient has had pain and discomfort from their sicd system. Recently, the entire system was explanted due to this. No additional adverse events were reported.